Event description:
It was reported that both the right atrial (ra) and the right ventricular (rv) leads dislodged. It was noted that the slack had pulled back and the leads dislodged. The rv lead was removed and replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.